Event description:
Error 01.

Event description:
Error 01 device history record was reviewed, no event linked to the reported issue was observed. Three "motor rotator error" (error 01) were found during the device log review which confirms the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. During functional test, the ocs motor was found abnormally noisy but this was not linked to the event. However following internal investigation, flexible ic opto ribbon of motor was found damaged which is the most probable cause for the reported ""motor rotator error"". The root cause of this damage remains unknown.